Event description:
It was reported that a device electrical rest occurred. The device was reprogrammed and remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. However, performance data collected from the device was analyzed. Analysis revealed that the device had a power on reset (por). There was one por for write to locked ram, addr=0c02, data=0f on (B)(6) 2012 11:44:34. There was also one patient alert for por on (B)(6) 2012 11:44:34.